Manufacturer narrative:
The investigation revealed calcium deposits formed in the bulkheads of the two high pressure ports causing a blockage. The combination of opa and hard water may have contributed to this condition. According to the system 83 plus operators manual maintenance should be performed every 3 months. The last known maintenance report was dated (B)(6) 2013, the two high pressure ports were reported operational at that time. Customer ultrasonics inc. Replaced the parts and trained on the importance of adhering to the recommended quarterly maintenance schedule. There was no reported injuries at the time of this report. Customer ultrasonics inc. Is reporting this event out of an abundance of caution.

Event description:
The customer reported no flow through on the two high pressure ports located in the processing chamber of the system 83 plus 2 unit. The customer noticed this issue on (B)(6) 2013 at that time the unit was removed from service. The customer did not know how long the unit was operating in this condition.